Manufacturer narrative:
This initial and final emdr is being submitted to FDA for outside us like products reporting. Parts of the device were returned to the manufacturer, and the product investigation was conducted. The results are listed below. The iol was cut into three pieces. The injector was not returned. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(4); model: 255) exact root cause is not determined. Risk analysis conducted on the product line and failure code is noted below: a review of the most recent complaint trending data indicates that no significant trends have been identified at this time, and no CAPA is required as part of the product evaluation.

Event description:
Despite tucking failure in the leading haptic, the doctor inserted the iol in the eye.the leading haptic caused the capsule rupture. He removed the iol from the eye.